Event description:
It was reported that the pt experienced an underdose with symptoms. The pt had increased baseline pain, nausea, and vomiting. The pt's symptoms occurred last week. The pt's alarm date was (B)(6), 2011. The volume was checked for discrepancy, but the expected and actual amount was equal to the expected amount. An overdose was also reported. The overdose followed a refill on (B)(6), 2011. It was not known whether the refill caused the overdose. The pt was found inside her car in the parking lot and she was unconscious. Narcan was administered. The pt was admitted to the hospital. No alarms were sounding at that time. The drugs in the pump at the time of the event were not morphine, fentanyl, clonidine, and bupivicaine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).